Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. A receiver (part number str-gl-blu/serial number (B)(4)/lot number 5198889) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. The case was opened for further evaluation. An interior inspection found moisture damage. The reported event of no vibration could not be performed due to the condition of the device. Also, there was no alleged malfunction to the device that was returned. A root cause could not be determined.